Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and high, out-of-range pacing impedance measurements (>3000 ohms). Provocative maneuvers were performed, but the noise was not reproducible. The physician elected to surgically cap and abandon this rv lead and a new lead was implanted to resolve the event. No additional adverse effects were reported. This lead remains implanted, but capped and out-of-service.